Event description:
Vit was reported "leaking issues with the purple hub between the hub and connector of the PICC. They also tried changing the connector with no resolve and the PICC had to be replaced." No other information.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.